Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported malfunction, biopsy channel could not be inserted or removed, was not confirmed. However, a gap in the glue between the distal end and the server plug-in was found and confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the suggested event was caused since the physical stress applied to the distal end during handling of the device by the user. The event can be prevented by following the instructions for use which state: user can possibly reduce/prevent occurrence of the suggested events by handling the device in accordance with the following IFU. -do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gripper lift of the duodenovideoscope did not allow for the accessories to slide out and the angle did not return to rest. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.